Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, mildly tortuous common iliac artery that is 100% stenosed. The lesion was accessed via ipsilateral femoral approach with a 6 fr sheath. A 0.035 non-abbott guide wire was inserted, and the lesion was dilated with an unspecified 4.0mm balloon. The 8.0x40mm armada 35 balloon dilatation catheter was used for additional dilatation; however, the balloon ruptured at 8 atmospheres during the first inflation. An 8.x40mm non-abbott balloon and 10mm non-abbott balloon were used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.